Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
This report is in reference to a netherlands patient. It was reported the patient had been experiencing overstimulation. In turn, the patient's lead was explanted. There are no future plans in regards to the patient being implanted with a replacement lead.